Event description:
It was reported that during a cardiac arrest event, the device would not recognize the defibrillation electrodes when connected to the therapy cable assembly. The emt on scene started administering CPR upon arrival, and once the reported failure was observed, the emt connected a 3 lead ECG cable to monitor the patient's rhythm. Initially the emt observed a pea (pulseless electrical activity) rhythm; however in route to the hospital, a normal sinus rhythm was observed. There was no report of any adverse effect caused to the patient from a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable and therapy connector assemblies and then observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio did observed that one of the therapy cable connector pins was broken inside the therapy connector assembly.

Manufacturer narrative:
Physio-control further evaluated the removed therapy cable and connector assemblies and observed that the cause of the reported failure was that pin #1 from the therapy connector assembly, which is the low voltage pin, was broken off.